Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted. On (B)(6) 2011 the suture sleeve was replaced on this lead due to the patient had an infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).